Event description:
Customer reported no reactivity with a pt sample containing anti-c and vrb120 cell 18. Although the customer stated that all other c+ cells reacted 1+, customer was not able to identify the antibody. Daily qc was acceptable. No erroneous results were reported. No death or serious injury was associated with this incident.